Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr). The patient reported that issue with the meter started on an unspecified date at 7:00pm, when he obtained an alleged inaccurately high blood glucose result of ¿337mg/dl¿ on the subject meter and ¿208mg/dl¿ on a onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ accuracy criteria. The patient manages their diabetes with insulin (self -adjuster) and reported taking an unspecified dose of novorapid due to the verio iq meter reading. ¿1 hour later at 8:00pm¿ he detailed that he developed symptoms of ¿sweating, shiver and shaking¿. Between ¿8:00 and 8:30 pm¿, he reported self-treatment with ¿grape sugar and a coke¿. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used the correct testing steps and approved sample site. The csr also noted the patient¿s test strips had not expired and the test strip vial was intact. No control solution was available at the time of troubleshooting. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.